Event description:
Playtex has requested a copy of complaint #31972 and has not rec'd it to date. A follow-up requested has been made. Receipt of this info is pending.

Event description:
Received a report form an FDA representative requesting information on the manufacturing facility for playtax tampone. Representative is investigating a report of toxic shock syndrome. The manufacturing location was provided to the FDA representative. In turn the complaint was provided to the playtax. Contact has been made with the division of freedom of information in order to obtain additional information on this case.